Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 565 mg/dl. Customer was feeling nauseated and weak in the morning. The feelings had gotten worse throughtout the day. Customer was vomiting and urinating at the hospital. Diagnosed diabetes ketoacidosis. Hospital treated with IV fluid and IV insulin. Customer was released when the blood glucose reading was 100 to 150 mg/dl. Nothing further reported.